Event description:
A report was received that the patient developed infection at the ipg site. Ipg site was red and warm to touch. The physician did not believe the infection was device related. Antibiotics were administered. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were kept by the medical facility.